Event description:
It was reported that the intermediate intensive care unit had a temperature sensing foley catheter that registered a temperature of 102.0 and the actual temperature was 98.3.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "insufficient seal". It is unknown whether the device had met relevant specifications. The product was used for diagnostics purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: h. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the intermediate intensive care unit had a temperature sensing foley catheter that registered a temperature of 102.0 and the actual temperature was 98.3.